Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: due to continued use of the pump, any information from the event date was overwritten in the pump¿s history. The available dates in the pump¿s history were from (B)(6) 2013. There were no errors or alarms related to complaint observed. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, an attempt was made to exercise the pump for 24 hours; the exercise was interrupted by an unrelated alarm. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent power issue. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.